Event description:
It was reported that the coating of the nitinol guidewire was prone to flaking. During operation, the coating easily became coarse, dry and even fell off. The proximal end was stiffer, not as flexible as those used before. It was easy to pierce the mucous membrane and damage other organs. The customer replaced with new stent. The proximal issue increased difficulty in operation and operation risk, affecting the safety of healthcare professional and the patient, thereby changing the surgeon¿s habit of surgical product use. Per additional information received on 26mar2023, stated that the device was used on the patient but residuals was not left in the body. There were injuries that punctured the mucous membranes, but there was no serious damage to organs. Medical intervention was unknown. Per follow-up information received from ibc on 26mar2023, stated that no medical intervention required for the injury.

Manufacturer narrative:
The reported event is inconclusive because no sample was returned for evaluation and further investigation was inconclusive. Though a specific cause cannot be determined, a potential root cause for this event could be, inadequate material selection, and/or bonding between layers, degradation. The device was used for treatment purposes. It is unknown if the device had met relevant specifications or resulted in the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract. Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval. Failure to comply with the warnings could result in damage to the guidewire to include, but not limited to: wire breakage, abrasion of the coating, release of guidewire fragments into the urinary system, all of which might require intervention." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the coating of the nitinol guidewire was prone to flaking. During operation, the coating easily became coarse, dry and even fell off. The proximal end was stiffer, not as flexible as those used before. It was easy to pierce the mucous membrane and damage other organs. The customer replaced with new stent. The proximal issue increased difficulty in operation and operation risk, affecting the safety of healthcare professional and the patient, thereby changing the surgeon¿s habit of surgical product use. Per additional information received on 26mar2023, stated that the device was used on the patient but residuals was not left in the body. There were injuries that punctured the mucous membranes, but there was no serious damage to organs. Medical intervention was unknown. Per follow-up information received from ibc on 26mar2023, stated that no medical intervention required for the injury.